Event description:
Customer called into stratus technical services requesting that co test a pt sample for them. They indicated that they had a pt sample with a troponin-I result of <0.35 ng/ml (negative). They sent the sample to a sister hospital for testing and the result was positive. No pt info was given.